Manufacturer narrative:
(B)(4). Results - product engineering was unable to perform an evaluation at the time of this report. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood visible. There was dried contrast on the shaft and stent implant, in the inflation lumen and crystallized contrast in the proximal balloon taper. The stent implant was stationary on the balloon between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. The hypotube had separated at the distal end of the strain relief tubing. The fracture faces were ovaled as if kinked prior to separating. The jacket was also torn and separated at the same location. There were two kinks in the hypotube 11.5 cm and 43.8 cm distal to the separation. There was a kink in the shaft 7.4 cm distal to the guide wire exit notch. There was no other damage noted to the sds. There were no kinks noted to the tip. The tip seal length was measured and met manufacturing criteria. A snap gauge was used to measure the stent implant outer diameters and they met manufacturing criteria. Product performance engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon completion.

Event description:
Reporting status: malfunction. Reporting rationale: shaft separation has caused or contributed to patient injury previously. Device issue: shaft separation. It was reported that the target lesion was the mid cx with heavy tortuosity and heavy calcification with 90% stenosis. Pre-dilatation was performed and significant resistance was met during insertion. While the physician was pushing and pulling the proximal portion of the stent delivery system, separated outside the patient's body. There were no reported patient effects. No additional event or patient information is available.